Event description:
The customer reported via phone call that the insulin pump's reservoir was being held in with duct tape because it wouldn't fit. The customer stated that the reservoir fell out of the insulin pump which resulted in a high blood glucose level. Blood glucose level at the time of the incident was 435 mg/dl, which she treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, reservoir tube missing o ring, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.